Manufacturer narrative:
(B)(4). The adjustable strap and handle is a component part of the optional lifting pole accessory - intended to assist a pt in moving or turning on the bed, or when entering and leaving the bed. When reviewing similar reportable events involving; we have found three cases with a similar fault description to the one investigated here: breakage of the adjustable strap and handle mfg by van riesen. In june of 2010, arjohuntleigh issued a field action related to the adjustable strap and handles mfg by rolko company, following a notification from them that review of the performance of the strap and handle products had identified a risk that the part of the strap retracting mechanism may break whilst in use. Rolko advised the potentially defective parts were produced between january 2007 and january 2009. The adjustable strap and handle involved in this event does not fall within the scope of this field action as it was mfg by different supplier - van riesen. Trend observed for the reportable complaints with this failure mode for the van riesen adjustable strap and handle is considered to be low. Based on the info collated to date, provided problem description and photographic evidence, the adjustable strap and handles which have been involved in the event is an van riesen device. Photographic evidence, shows that the actual piece that has broken is the belt slot of the belt retractor housing which provides the adjustment of the strap. Arjohuntleigh has been notified that care staff have simply found four defective adjustable strap and handles; no evidence of adverse pt involvement or impact upon them. It is unk under which circumstances the break has occurred. The defective adjustable straps have the tractability mark showing that one of them were mfg in october 2007 while the other two were mfg in december 2007, making the items more than five years old at the time of the customer raising the failure ((B)(4) 2014). Accessory instruction for use (e.g. #746-439_5), which is supplied with each lifting pole (ent-acc01 and ent-acc03), warn the user that the operational life of the strap and handle is two years when used and maintained in accordance with the MFR's instructions. After this time, the complete unit should be replaced. Additionally, the strap and handle should be inspected regularly, if any sign of wear or damage is found, the user is to remove it from use immediately and replace the complete unit. In order to reduce the risk of using defective/damage adjustable strap and handle even further, each products (with which the accessory can be use) instruction for use - in section care and preventive maintenance inform the user that lifting pole strap and handle need to be examined daily and warn that failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the pt and care/user. We have not received from the customer any service/maintenance history against these reference complaints, so we are not in a position to determine if adequate preventative maintenance was performed on these in accordance with our recommendations. Therefore, we would recommend to provide to the customer current revision of the instruction for use (as the one originally supplied with the lifting pole has not include the info about lifetime of the device) and retrain the customer staff to the device instruction for use - especially the part about frequency and steps of preventive maintenance. In summary, the device failed to meet its spec, it is unk if it was in use when the failure occurred. There have been no records of associated injuries to pts or carers at the facility at the time, therefore, we can assume that the device did not contribute to any adverse event. This particular failure is probably the result of prolonged used outside of the recommended operational life of the strap and handle. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(4).